Event description:
It was reported that the patient developed thrombosis post implant of the right ventricular (rv) and left ventricular (lv) leads. The rv and lv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).